Event description:
It was reported by the customer that the tubing cracking and leaking throughout the year. Additional information provided 10/30/2023: event did not involve urgent/life threatening medical situation. The event didn't interrupt treatment or cause a clinically significant delay in treatment. The crack external to the patient. No pieces retained in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.